Event description:
The customer reported that there was a "generator error" message displayed. This error is likely to result in an immediate loss of system functionality and an un-commanded shut down. There is no report of a patient injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The fse reconnected battery charger pcb and battery pack, x-ray controller pcb and ffb pcb. The battery pack was charged. The system was tested and found to be working as intended and returned to service.